Event description:
It was reported that the device suddenly shut down during use. There was no detail in the report which would reasonably suggest that consequences for the patient may have occurred.

Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures. Upon request for further information it was responded that the device is back in use after exchange of the main pcb in the device's power supply. It was mentioned that the internal battery has been replaced as well - reportedly the device was still equipped with the initial battery installed at the time of manufacture in 12/2018. The records maintained at dräger indicate that the device was already subject to an earlier complaint raised in 09/2022 within which it was reported that the internal battery had failed. Also for this instance the hospital did not offer to dräger the possibility to evaluate the device. However, based on the exchanged information dräger concluded for this earlier event that the battery failed after the device had been stored for a longer period of time without removing the battery fuse. The IFU clearly explains that the battery fuse shall be removed if it is planned to store the device for longer than two weeks without mains supply because otherwise the regularly processed automatic calibrations of the oxygen measurement function will lead to deep discharge of the internal battery which may result in its permanent damage. Based on this history and the aspect that the unit had still the original battery installed the likely explanation for the actual event is the following: the device was put into operation with an overaged or damaged battery. A malfunction of the power supply has then led to a shutdown of the device because no fail-safe mechanism was available. The exact root cause for the power supply malfunction cannot be determined because the original pcb was not handed-over to dräger for evaluation. It is not necessarily the case that a technical issue with a component must be assumed as the root cause. For example, an overvoltage event in the hospital's energy supply system may have caused the blowing of a dedicated suppressor diode - similar to the non-reversible tripping of an electrical fuse that protects equipment from overcurrent such suppressor diode breaks through at overvoltage conditions. Dräger finally concludes that the event was caused by a chain of use errors. While for each individual condition a preventive measure measure exists, the combination of these creates a situation which is beyond the control mechanisms a manufacturer can establish: it is recommended to check the internal battery in regular intervals and to replace it every two years or even earlier, depending on the number of charging/discharging cycles that have been performed - int his case the internal battery was already four years old and maybe pre-damaged by the earlier reported wrong storage conditions. Furthermore, dräger recommends to perform a check with the device prior to each ventilation episode. Part of the check list is a test item for which the device has to be disconnected from mains supply to test if the internal battery is capable to supply the device with electrical energy. By following these recommendations the reported event could have been avoided. Device not available for evaluation.